Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. During upstream occlusion testing, the device passed upstream occlusion. A review of the event history log (ehl) revealed multiple occurrences of "upstream occlusion!" Alarms however, upstream occlusion detection testing failures cannot be determined through the history log. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor was out of specifications. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.